Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during cranial resection, the registration was initially accurate but upon going sterile, an inaccuracy was observed after the head-holder was shifted. An incision was made prior to noticing the inaccuracy it reported that the patient's head moved in the pins when turning the skin flap on bi-coronal incision before the site could get to the plan of creating accuracy check points. Site re-registered the patient while sterile by rolling the skin of the face down and registering the bone. The reported inaccuracy was about 1 centimeters. Site was able to complete the procedure with the use of navigation. There was a delay of 10 minutes. No impact on patient outcome.